Event description:
Event description cpi received information that the rate sensing portion of this endotak endurance transvenous defibrillation lead was removed from service due to a fracture. An invasive procedure was performed and no physical fracture could be viewed but the patient did experience oversensing and inappropriate therapy. A new rate sense lead was implanted.